Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Additional information received indicated that insulation damage was observed on the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented in the ER after receiving a patient notifier for high pacing lead impedance. Rising capture threshold and a dropped in r-waves were observed. The lead was explanted.